Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the process, and instructed them to call back if the issue recurred. The customer understood and acknowledged the instructions and was advised to continue using the pump.